Event description:
It was reported that prior to a breast biopsy, there were problems initializing. Error l3 002. Tried several probes with the same result. Completed the case with another probe on the holster in question.

Manufacturer narrative:
Complaint info is trended on a regular basis to determine if further investigation is warranted.